Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The returned medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. However, the grip-clip test was performed and failed. Additional observation not reported by the site and related to the clip test failure: the instrument was found with one bent grip. The damage was found near the base of the clip groove, causing a 0.032" offset at the tips. As a result, the clip could not be properly loaded on the grips.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the medium-large clip applier instrument was noted with an unspecified issue. A backup instrument of the same kind was used, and the procedure was completed with no delay or reported injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, the customer has no information on what was wrong with the instrument.